Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device is no longer repairable. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The root cause of the reported issue was attributed to the system pcba. The customer was advised to purchase a new device.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.